Event description:
New information received notes that programming changes were made. Patient was stable.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate atp and hv therapy for atrial fibrillation with rvr. Patient was stable. Programming changes were recommended.